Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-52 lead, implanted (B)(6)2001. (B)(4).

Event description:
It was reported that the patient's spouse called and reported that when the patient falls asleep on their electric recliner and tries to get out of the chair, they feel "dizzy and blacks out and falls back into the chair". Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.